Event description:
Screen message: "ventilation suppressed". All values were dashed lines and zeros. Patient desaturated. Patient was bagged and vent exchanged. Ventilator has been taken out of service and tagged. FDA safety report ID# (B)(4).